Event description:
The consumer while sitting in the chair moved the left hand across to the right side of the tray and allegedly got the finger stuck between the two rails. When consumer pulled the finger, consumer allegedly dismembered the left index finger.